Event description:
A pt underwent an emergency laparoscopic colon resection. During the procedure there was low light output coming from the light source which made visualization of the site difficult. They attempted to troubleshoot the problem by changing the camera which did not solve the problem. They then used a larger scope, from 5mm to 10mm but this did not solve the problem either. Due to the time it took to troubleshoot the problem, it is alleged that "there was too much bleeding" and the surgeon decided to go to an open procedure in order to complete the colon resection. This resulted in a large scar than expected.